Event description:
In a literature review related to balloon kyphoplasty at a single ctr, pt's were treated using two types of imaging: c-arm navigator guided kyphoplasty or conventional c-arm fluoroscopic kyphoplasty. There was one reported case of cerebrospinal fluid (csf) leakage. Additionally, there were asymptomatic leakages noted. In neither group were there any severe complications such as death or paraplegia.

Manufacturer narrative:
Method - other, device not returned, internal review of literature. See scanned pages.